Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/28/2025, it was reported by a sales representative via (B)(4) that an ar-3372-4002 sheath's stopcock broke off. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly and extended use in the field. Manufacturing date 2022.